Manufacturer narrative:
Corrections are being made to previously submitted b6 - relevant test/laboratory data, b7 - other relevant history, d6a - implant date null, d6b - explant date null, d7a - single use device, e3 ¿ occupation, g4 - PMA/510(k) #, h6 - health effect - impact code, and h6 - medical device problem code (a13 communication or transmission problem and a06 optical problem were listed in error on the initial report). This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited a blurry image prior to use. There were no reports of patient involvement.